Event description:
Patient was admitted for treatment of acute stroke in his right mca and enrolled in the separator 3d trial, randomized to treatment with the separator 3d device. The thrombus was initially accessed with the penumbra 5 max coaxially over the velocity catheter, and the separator 3d device was deployed under 5max catheter aspiration. This was repeated three times with no revascularization and the 5max catheter was then re-advanced to the clot and manual aspiration was attempted with no reperfusion. The 3d device was then again advanced to the thrombus and deployed under continuous aspiration. The vessel was successfully revascularized. Post-revascularization early morning the next day, angiographic imaging showed evidence of moderate vasospasm which was treated with 2.5 mg nicardipine infusion in the right ica. The relationship of this event was not reported until (B)(6) 2013, when it reported to have a "possible" relationship to both the separator 3d and the penumbra system. The event was resolved the same day and was not reported as an sae.

Manufacturer narrative:
Conclusion: vasospams are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00178. Hospital discarded device.